Event description:
A surgeon reported a pt experiencing positive dysphotopsia in the temporal visual field from the first postoperative day following intraocular lens (iol) implant surgery. This led to a major discomfort of binocular sight. One month after surgery there was no improvement. The lens was exchanged for another model. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. This report was mailed to FDA on: 12/19/2008.